Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator alarmed blower temperature high. The customer reported there was patient involvement and no patient harm.